Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes <200 ohms impedance in both unipolar and bipolar configurations. The autocapture threshold was 0.6 v, although the long term threshold record showed increases up to 3.0 v.